Event description:
It was reported that a patient underwent an unknown spinal procedure at c5-7. It was reported that at an unknown time post-op, the patient suffered an accident while playing ice hockey. An x-ray was taken that showed no injury. At an unknown time following the x-ray, it was reported that the vertebral body collapsed and the disc at c5-6 was dislocated. A revision was done to remove the dislocated implant and a new implant was placed. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that both superior and inferior exterior endplates exhibited bone ongrowth, shell damage noted on the upper and lower bead coated surfaces. Additionally, the interior surfaces of the endplates were shiny and undamaged, and display minimal signs of wear or shell-to-shell contact, indicative of non-parallel implantation. Discoloration consistent with polymer deposition (likely nucleus). Visual and optical examination of the sheath identified significant damage to the sheath, consistent with tearing, likely due to iatrogenic damage during implant removal and explantation. Nucleus was found to exhibit a glossy surface finish with minimal damage. After visual and optical and inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.